Manufacturer narrative:
The initial reporter indicated that the cadd legacy infusion pump had an expiration date of 24-feb-2018. The cadd legacy infusion pump is a serialized device with no expiration date.

Event description:
It was reported that the smiths medical cadd legacy pump malfunctioned, and failed to activate the high pressure alarm. The patient thought that they were not receiving enough medication and therefore administered a bolus. This caused the patient to "pass out." The patient was hospitalized as a result of this incident.

Manufacturer narrative:
Additional information: patient information, suspect medical device updated.